Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Event description:
The patient reported that four days after lead replacement surgery for oversensing, high impedance of 2000 ohms, and receipt of 42 shocks, he was readmitted due to a blood clot in his left arm, which "was a direct result of the surgery four days prior". No further patient complications have been reported as a result of this event.